Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, when the unit was switched on, the cardioplegia pump started immediately and gave an error: "error on main board". As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded. The subsidiary quality assurance (q/a) technician changed out the main board of the unit. If additional info becomes available on this complaint that would alter the facts and/or conclusion, supplemental report will be filed accordingly.